Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bones with bone plates and bone screws, and implanted a bone void filler (this product) into the spaces created after the osteotomies. The surgeon identified a hinge fracture (type 2) at one month and plate breakage at four months after the ako, respectively. The surgeon decided to carry out a reoperation. During the reoperation, the surgeon removed the broken bone plate and screws, and then grafted autologous iliac bone into the bone space and fixed the affected bone again with two bone plate pieces manufactured by a different device maker.

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events. Fracture. Fever, pain, local sensation, red flare, inflammation this report is being submitted as a medical device report is an abundance of caution.